Manufacturer narrative:
The device is not being returned to conmed for evaluation; as it has been discarded by the end-user. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device not returned to manufacturer.

Manufacturer narrative:
The softrace limb band is a single-use, disposable, repositionable device intended to be utilized by experienced and trained medical personnel. Repositionable electrodes may be repositioned during a single patient application. These electrodes are electrical conductors applied to the surface of the body to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. The gel component of this electrode is a hydrogel and will absorb moisture from the skin, and, typically there is a minimal amount of fluid passing through the skin barrier into the gel. This 700 gram infant's skin was most probably under-developed and was not providing a sufficient barrier for the patient regarding fluid loss. This and the fact that the limb band was frequently changed due to fluid absorption (approximately 51 times in a 24 hour period). Each new hydrogel electrode absorbed additional fluid from the infant in its initial application hydrating state. The nursing staff of the nicu experimented with tegaderm covering part of the gel surface to keep fluid absorption to a minimum while still providing enough gel surface for ECG monitoring of the patient. This incident was reported to conmed corporation 17 days after the incident occurred and the situation was under control by the nursing staff's appropriate actions at the time of reporting the incident to conmed. When the gel of the involved electrodes become so hydrated that the eyelet of the electrode was exposed to the skin it is highly unlikely that the electrode caused the described "burns" to the patient's skin for the electrode is a passive device and does not deliver any energy to the patient. It is more likely the nursing staff was witnessing the effects of a large amount of fluid transfer through the skin at the electrode site, rather that a "burn" caused by electrical current. This is an isolated incident occurring with this ECG electrode. It was suggested after the incident that in the future the nursing staff may want to consider a different ECG electrode that is not compromised with a hydrogel for the gel component. Suggestions include our pediatric/neonatal ECG electrode catalog number 1620 huggables snap wet gel which is comprised of a low chloride gel that reduces skin irritation possibilities. The devices involved in the incident were never returned to conmed corporation for evaluation. Without examination of the suspect devices a conclusive root cause cannot be determined. A review of the manufacturing documentation from the DHR/lhr, device history record/lot history record, from lot 1103034 has verified that the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the products identity, quality, safety, effectiveness, or performance were not identified during manufacture. The complaint investigation has not identified nor confirmed any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.

Event description:
It was reported, "very immature infant 700 grams (B)(6) age. Hydrogel became so saturated that frequent limb lead changes were necessary. Hydrogel slipped off of metal electrode that then contacted skin and caused burn. Occurred several times. It appears that the gel from the leads was pulling water from the baby through his skin because they were getting gooey and full of water (which (B)(6) initially thought was from the humidity in the isolette), when they were gooey and thick with water, the protective barrier between the skin and the metal probe was lost, leading to burns. He lost 11% from birthweight in 12 hrs. Na jumped to 165 this am. Per email from end-user of (B)(6) 2012, clinicians are placing a strip of tegaderm across the lead, over the metal probe, leaving a small rim on 2 sides to stick to the baby. This is slowing fluid absorption yet allowing for cardiac monitoring (clinicians tried covering the entire lead with tegaderm; however, the monitor would not pick up a cardiac signal).